Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to enter his blood glucose level and the device wouldn't respond properly, numbers kept scrolling. The device also alarmed failed battery test when the customer replaced the battery and when it started up it alarmed button error. Customer's blood glucose was 69 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected scrolling of numbers, button error alarms or failed battery test alarms were noted during testing. The pump passed the displacement test and off no power test. The operating currents were within specification. However, the pump had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.